Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when flossing the gripper line, it was noted the line broke. The clip was able to be deployed with no further intervention. An additional clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.